Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device was implanted without support from a boston scientific representative and a competitor pacing system analyzer (psa) was used. Normal measurements were obtained. The patient was later evaluated with a boston scientific programmer and it was noted that the device was in storage mode and when the physician excited storage mode manual pace impedance testing showed values which were out of range in the unipolar and bipolar configuration. During the implant the physician noted that there was resistance when positioning the lead into the header and extra pressure was used during insertion. The physician noted that there was also some signal on the right ventricular channel and wondered if this had to do with the storage mode measurements. No issues were noted with sensing on the right ventricular channel. It was noted that the device was programmed to unipolar configuration, and boston scientific technical services (ts) discussed doing an invasive procedure to evaluate the system. The health care professional noted it was not known whether a revision will take place and it was noted that the no adverse patient effects were reported and the patient had an intrinsic rhythm.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device was implanted without support from a boston scientific representative and a competitor pacing system analyzer (psa) was used. Normal measurements were obtained. The patient was later evaluated with a boston scientific programmer and it was noted that the device was in storage mode and when the physician excited storage mode manual pace impedance testing showed values which were out of range in the unipolar and bipolar configuration. During the implant the physician noted that there was resistance when positioning the lead into the header and extra pressure was used during insertion. The physician noted that there was also some signal on the right ventricular channel and wondered if this had to do with the storage mode measurements. No issues were noted with sensing on the right ventricular channel. It was noted that the device was programmed to unipolar configuration, and boston scientific technical services (ts) discussed doing an invasive procedure to evaluate the system. The health care professional noted it was not known whether a revision will take place and it was noted that the no adverse patient effects were reported and the patient had an intrinsic rhythm.